Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had an on and off sensation where he lost stimulation feeling and then it came back on. It was noted that the patient had ¿abcde groups and c had adaptive stimulation.¿ it was noted that the manufacturing representative changed the mobility in c prior and changed it back on the day of the report with no resolution. The transition settings that were programmable were also set to 0. It was further noted that this was happening with all groups, ¿even non adaptive stimulation.¿ it was noted that the patient was having some difficulty with communication with the patient programmer and had to press hard on the implantable neurostimulator (ins) to get it. It was noted that with the clinician programmer use, the manufacturing representative had issues with some programs, and noted ¿interference and not good communication.¿ it was further noted that the impedances were within range and palpation made no difference. It was noted that ¿any movement crated the on and off sensation. Additional information reported that the manufacturing representative ¿deleted some of the groups and redid the programs.¿ it was noted that group c, which had the adaptive stimulation on, was deleted and ¿all of the issues were resolved.¿ it was noted that the patient was not experiencing the on and off sensations with every movement. The manufacturing representative was able to control and program the voltage on each program 1 and 2. It was further noted that group a was deleted and a new group b was created with programs 1 and 2. It was noted that ¿they didn¿t have any issues that were reported earlier.¿ it was noted that the manufacturing representative would be activating the sensor for the patient¿s new programs on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 8840, product type: programmer, physician. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), im planted: (B)(6) 2013, product type lead; product ID 8840, serial # unknown, product type programmer, physician; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).